Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not confirmed or observed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log showed a 200j shock event that delivered 295j due to a higher patient impedance, and a difference of approximately 60 ohms between the patient and defib impedance measurements. This is indicative of poor coupling of the therapy electrodes to the patient. The shock is within specification. The r series operator's guide specifically calls out the importance of good patient preparation and placement of electrodes, and that poor adherence and/or air pockets under the electrodes can cause arcing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), an arc was heard from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.